Manufacturer narrative:
The insulin pump was received with corroded battery tube and detached end cap noted. Unable to perform displacement test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the bottom of the insulin pump broke off. When the customer was priming the new cannula, the bottom just broken off and exposed the circuitry. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.